Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the nurse reported that the patient¿s pump was not working properly, and she was unable to reach their company representative. She did not want to speak with the technical services department and requested that her call be transferred to the nas (national answering service) to page a local company representative. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: company rep should have also been checked on the initial report. If information is provided in the future, a supplemental report will be issued.